Event description:
General report received of an unspecified number of undocumented incidents of separation. On unspecified dates, the solution containers were being filled with unspecified volumes of zosyn, total parenteral nutrition, or unspecified medications. After unspecified lengths of time, it was reported that the additive port stopper separated from the additive port of the solution containers. The solution containers were replaced and the fillings were resume. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device were discarded. During the investigation, no possible causes for the customer reported separation were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device cold not be determined. This report represents all the information known by the reporter upon query by hospira personnel.